Event description:
It was reported by the patient that she had a rectocele repair and enterocele repair on (B)(6) 2009 and sutures was used. The patient has complained of intense pain since the procedure. She developed throat swelling and was unable to eat solids for 18 months. The patient was treated with lidocaine cream, topical hrt, clindamycin topical cream, and steroid creams additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.